Event description:
Physician installed a ray cage (16x21) into l5-l6 level. Physician began placing bone graft into the cage. Physician used bone tap when bottom plastic cap of the cage fell through. Physician removed cage and bone graft. Physician used another ray cage (18x21) and completed procedure.